Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced pump dropped and tubing disconnected from cartridge event on (B)(6) 2026. No further information is available.